Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a syringe. The customer reports the new 3cc syringes could be a potential risk and should not be taken lightly. The customer states they had an issue with the needle dislodging and breaking the posterior capsule, vitrectomy had to be done.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.